Manufacturer narrative:
Other text: b5) customer provided additional information that there was no patient involved with the reported event. It occurred during annual certification.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported motor rate error was found in the event history log (ehl). The error was replicated during an infusion test which was run tat 944 ml/hour. The customer reported product problem was therefore confirmed. The error occurred because multiple components of the pump were worn (particularly the motor assembly components) from normal wear. The worn components were replaced to address the product problem.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.